Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: during investigation, the pump failed to power on. Moisture was found in the display. The battery compartment was cracked alongside the pump. A leak was found at the battery compartment. The pump was opened to find moisture damage on the printed circuit board. The pump failed to power on due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was damaged and there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.